Manufacturer narrative:
This report is provided to update the event details with the blood glucose reading, which was missing from section b5 of our original medwatch form.

Event description:
Customer reported via phone call that there is a dark spot on the insulin pump. Customer also states that they are unable to see the suspend. Customer states that they are unaware about their blood glucose readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose reading was 497 mg/dl.